Event description:
It was reported that the coating of the optic redeemed causing a delay of two minutes.

Event description:
It was reported that the coating of the optic redeemed causing a delay of two minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The device history record of the reported lot was reviewed. There were no discrepancies observed that could contribute to this condition. During the unit¿s evaluation, the insulation damage described in the complaint was observed. Burned tissue was observed around the electrode. A scratch wear mark was observed on the lumen that extended from right to left below the electrode landing on the exact location of the redeemed insulation. Additional scratch wear marks were observed all the way down about an inch from the where the redeemed insulation was observed, concentrated on the left side of the probe (electrode facing forward). No scratch marks are observed on the opposite side, front or back. Based on the returned unit¿s evaluation, the scratch wear marks observed, are indicative of possible use as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object or device during surgery (e.g. Cutter or shaver, hard tissue or bone), can be identified as the root cause for the reported condition; possibly when inserting or removing the probe into an obstructed passageway. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.